Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the cord loop was broken and frayed. It is possible that interaction between the cord and the inner edge of the tube could have contributed to the cord fraying and ultimately breaking. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event.

Manufacturer narrative:
Ra has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"Lobectomy" - "insert the inzii retrieval system through trocar, push the thumb ring forward to deploy and the wire of actuation rod was broken." Applied medical received additional information from the distributor on february 5, 2017: the string separated from the actuator leaving the prongs fully exposed inside the patient. Type of intervention - "unk," patient status - "fine."